Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, nurse, contacted technical support outside of a procedure to report that the blue fiber cable will not stay clipped in. Caller stated that the cable felt snug, but would not stay in. Technical support engineer (tse) asked if the red line orientation was up and caller said yes. Field service engineer (fse) to further troubleshoot. The procedure was completed with no reported injury.